Event description:
It was reported that the implantable pulse generator (ipg) exhibited no asynchronous pacing when the magnet was placed over the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.